Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that provided episodes were questioned as being svt (supraventricular tachycardia). Analysis indicated that ventricular activity seemed to be coming from atrium and the sensing in the atrium is poor. Follow-up has yielded no new information to date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation, but analysis is still in process. We also received performance data collected from the device and have analyzed the data. No anomalies were found; impedance trends appear stable. Results from analysis of the device will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that provided episodes were questioned as being svt (supraventricular tachycardia). Analysis indicated that ventricular activity seemed to be coming from atrium and the sensing in the atrium is poor. Mdt follow-up has yielded no new information to date. No patient complications have been reported as a result of this event.